Event description:
It was reported that the patient experienced bent cannula leading to high blood glucose of 400 mg dl infusion set inserted in abdomen patient treated with manual correction on (B)(6) 2026

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.